Manufacturer narrative:
The customer reported the device was retained by the facility. The lot number was not provided, therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the starclose device attempted arteriotomy closure after a coronary interventional procedure. The physician was "unable to deliver the clip", however, the device became stuck in the arteriotomy and had to be forcefully removed. Manual compression was used to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.